Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: upon priming the tubing, the fluid stops & will not prime all the way through we have seen this almost everyday with this tubing.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they were unable to prime past the filter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module infusion set experienced occlusion. The following information was provided by the initial reporter: upon priming the tubing, the fluid stops & will not prime all the way through we have seen this almost everyday with this tubing.